Event description:
Subject plate was implanted on 11/5/98 for a complex subtrochanteric fracture of the left femur. Plate was supplemented posteromedially with dynagraft in the region of marked comminution. Patient felt pain on 4/28/99. X-ray indicated broken screws and non-union. Broken screws were removed and patient was replated with bone graft. Patient is doing well and has gone uneventful union.